Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave false readings and that he receives a low reservoir alert when there is still insulin in the reservoir. He also reported that the the serter was not releasing the sensor. The blood glucose reading was not given. Nothing further was reported.